Manufacturer narrative:
Concomitant products: 50ml sandoz bag of clindamycin in 5% dextrose injection, bh20usclin601, lot a6021, exp 02-2018, therapy date (B)(6) 2016. The customer¿s report that the secondary back flowed into the primary was confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed back flow, indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a 0.0412¿ long calcium carbonate particle located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the check valve failure is a particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the secondary IV cleocin 600 mg (100ml/hr. Over 30 minutes for 50ml) backflowed into the primary. There was no report of patient harm received a copy of the customer's med watch report from the FDA which states; event desc: antibiotic was started and nursing stopped pump due to the increased drip rate. Nursing had paused antibiotic and the chamber continued to drip. The tubing was then clamped and stopped. Pump and tubing was removed and given to management. Because this has occurred before in our hospital, the rn knew to watch and monitor the drip chambers to insure this exact thing did not occur so the incident did not reach the patient in this case. Bio-med tested tubing following incident in patients room. It was noted that even with pump was not on, if the clamp of the secondary tubing was opened, the fluid from the secondary bag began to rapidly backflow into the primary bag filling the drip chamber and eventually back flowing into the primary fluid bag. Therefore the backflow ive ha is supposed to prevent the medication from going up the tubing to the primary bag was not doing what it was supposed to do. What was the original intended procedure? Rn was administering an antibiotic to a patient using a secondary set of tubing attached to a primary tubing set up on an ivac pump.